Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; when the pump activates the threshold suspend feature the customer has to press the act button several times in order to resume insulin delivery. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The buttons responded properly, and no moisture damage was noted on the keypad trace. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window.